Event description:
On 12/8/2023, it was reported by a sales representative via (B)(4) that an ar-8967d driver broke during use. The case was completed by retrieving all fragments and using a different driver to complete the case. This was discovered during a hardware removal procedure of a dfo plate, with no report of patient harm. Additional information was received on 12/28/2023: the date of the procedure was on (B)(6) 2023. There was no delay in the case due to having two drivers in the tray. The patient had no adverse effects reported. Additional information was received on 1/5/2023: it was confirmed on 1/5/2023 via e-mail by the sales representative for case #: (B)(4) on sems ticket (B)(4) for the complaint device ar-8967d driver/batch: 011725 that broke during a hardware removal procedure of a dfo plate on (B)(6) 2023 was not a revision surgery.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
The complaint allegation was confirmed based on the customer attached picture (image.png) which display the tip of the driver broken off. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure is user error for applying excessive force during use.